Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, proximal stent shortening and a myocardial infraction occurred. Access was obtained via the femoral artery. The 90% stenosed eccentric de novo lesion measuring approximately 3.5mm in diameter and 24mm in length was located in a moderately calcified and mildly tortuous left anterior descending artery (lad) at a bifurcation with the second diagonal branch artery. The lesion was predilated with 1.5x15mm, 2.0x20mm and 2.5x16mm maverick balloons using a kissing balloon technique. A 2.0x20mm maverick balloon was then used to predilate the second diagonal branch artery at the origin. This reduced the stenosis in the lesion to 70%. A 2.5x16mm promus element stent was placed at the origin of the second diagonal branch artery using a mini crush technique. A 3.5x28mm promus element stent was then deployed at 16 atms. The lesion was post-dilated with a 3.0x20mm quantum balloon in the lad and 1.5x15mm, 2.0x20mm and 2.5x15mm balloons in the second diagonal branch using a kissing balloon technique. It was seen under angio that the proximal end of the 3.5x28mm promus element stent had shortened. The lesion was again post-dilated with the 3.0x20mm quantum balloon which was inflated to 18 atms for 60 seconds. The procedure was completed with this device. No patient complications were reported. It was further reported that post procedure the patient presented with a myocardial infarction without st elevations or EKG changes. A secondary occlusion in the third diagonal branch artery was found that was noted by the physician to be unrelated to the promus element stents in the lad. Patient status is listed as stable. This product is only ous approved, but it is similar to an approved united states device.